Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, uterine prolapse, cystocele and rectocele. It was reported that concurrently the patient also had atrium prolite mesh implant on (B)(6) 2003.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with hysterectomy and a&p repairs. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, fistulae and vaginal scarring. It was reported that patient underwent removal of foreign body in bladder on (B)(6) 2004. It was reported that patient underwent excision of mesh on (B)(6) 2004 due to mesh erosion. It was reported that patient underwent another excision of mesh in 2008 due to mesh traveled into vaginal wall and bladder. No additional information was provided.

Manufacturer narrative:
.